Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 2 of 5. The home patient (hp) had disconnected during dwell. The hc moved to drain prior to the hp reconnecting. They cycled power to clear the se 2240 followed by a se 2367 ending therapy. The baxter technical service representative (tsr) had the hp disconnect using aseptic technique and they removed the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy the next day after starting over with new supplies. She finished out therapy that day with manual supplies. She had accidentally disconnected herself and reconnected herself that day. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.